Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026, which led to hyperglycemia. The leakage was noted at the insertion site, and the infusion set had been in use for three hours. The patient¿s blood glucose level was reported as elevated and was managed with a correction bolus administered via the pump.